Manufacturer narrative:
A philips field service engineer (fse) went onsite and gathered log files for further review. The fse indicated that he powered on the telemetry device and the device functioned as expected. The data was reviewed at which time it was noted that the patient was having frequent brady alarms between 13:36 and 13:38 where the heart rated dropped below the configured <40 and a single asystole alarm with evidence that alarms were being silenced at the central. The log files from the device do not store yellow or inop alarm conditions or user response to these alarms, therefore no statements can be made regarding what inop alarms were provided at the time of the low hr yellow alarm condition or what interaction occurred with the device at that time. The patient heart rate dropped to below 40 and the patient was transferred to the ICU. The fse powered on the device and found it to be working per specifications. Customer log files were reviewed and a response provided. The device remains at the customer site. The available information does not indicate that a device malfunction occurred.

Event description:
The customer reported that on (B)(6) 2015, at approximately 13:36:00, in bed 120w with telemetry device 139, a patients heart rate (hr) dropped below the configured low limit and the device did not alarm. The patient heart rate dropped to below 40 and the patient was transferred to the ICU.